Event description:
Note: the medical facility provided information regarding this event to FDA via submission of a voluntary medwatch report. Reference voluntary report number (B)(4). The report indicated event outcome: other serious (important medical events). Therefore, this report is being provided out of an abundance of caution. During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook wire guide (the specific catalog number was not included and is unknown). While trying to access the common bile duct, a portion of the coating peeled off the wire. No harm to the patient occurred. Additional information regarding this occurrence was unable to be collected because the medical facility contact information was not provided in the voluntary report. Because the lot number of the wire guide involved in this event was incomplete, we were unable to determine the medical facility and collect additional details.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. We could not review the account ordering and shipping history because of the medical facility information was not provided. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The cook endoscopy wire guide instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating damage. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook endoscopy wire guides undergo a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.